Event description:
(B)(4).

Manufacturer narrative:
The device was returned to (B)(4) and an evaluation was performed. A review of the downloaded device error log confirmed that a high pressure alarm was triggered in the device causing it to reset. The technical investigation identified the root cause of the reported complaint as a failure of the main circuit board (pcb). The issue was resolved by replacing the pcb. Resmed has conducted a statistical analysis for this failure mode along with performing a safety risk analysis and concluded that the risk is acceptable. (B)(4).